Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an inner shunt anastomosis in the moderately tortuous and severely calcified vessel. A 3.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. During first inflation at 12 atmospheres for several seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.